Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2352500 model: sc-2352-50 serial: (B)(6) batch: 7076467. Product family: scs-ipg-r-MRI upn: m365sc12160 model: sc-1216 serial: (B)(6) batch: 512632.

Event description:
It was reported that the patient was experiencing inadequate pain relief due to leads had migrated as revealed under x-ray. The patient underwent a spinal cord stimulation (scs) replacement procedure wherein a new paddle lead and ipg was implanted. The patient was doing well postoperatively. The explanted device components will not be returned per facility policy.